Event description:
It was reported that when using the bd pyxis¿ medstation¿ es at the surgery center, the system operated very slowly. It took an extended amount of time to load, and at times it would freeze or time out. The device had been restarted multiple times, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no slowness on the device. A technical support specialist (tss) dialed into the station, verified the database was not bloated, confirmed the c and d drives were within threshold, and that network speed was already set to half duplex 100 mbps. The customer requesting additional details and marked the case as complete. The system functioned as intended after the technical support specialist investigated the device.